Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 04/23/2019. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained cartridge testing of act kaolin cartridge lot r18351 met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). Returned cartridge testing of was unable to reproduce the customer's observation of unexpected results. No deficiency has been identified for act kaolin cartridge lot r18351.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding act kaolin cartridges that yielded unexpected results on a (B)(6) male patient scheduled procedure in the cath lab. There was no patient information available at the time of this report. Return product is available for investigation. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The patient was administered medications during the procedure on both days. An unknown interference is suspected but not confirmed at this time. The investigation is underway.